Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor had two patients who had surgery week of (B)(6) 2021 and both had to receive post op blood transfusions for bleeding. The patient did not require revision surgery or hardware removal.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2021. This is an analysis for a videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first video shows tissue handling for surgical instrument. At the 7:23 mark a device is introduced with a blue reload loaded. The tissue is placed on the jaws at the 7:28 mark. At the 7:53 mark the device is removed and the staple line and cut line were as expected. At the 10:07 mark a anvil was observed on the tissue. A hole is performed on the tissue and the anvil is introduced for it. At the 11:09 mark the ancillary trocar is passed through of tissue. At the 11:28 mark a slightly bleeding was noted on the staple line. At the 11:22 mark a device is introduced with a blue reload loaded. The tissue is placed on the jaws at the 11:59 mark. At the 12:26 mark the device is removed and the staple line and cut line were as expected. At the 12:49 mark a device is introduced with a blue reload loaded. The tissue is placed on the jaws at the 12:54 mark. At the 13:37 mark a device is introduced with a blue reload loaded. The tissue is placed on the jaws at the 13:57 mark. At the 13:24 mark the device is removed and the staple line and cut line were as expected. The second video shows a device with tissue between the jaws. At the 00:17 mark the device is removed and the staple line and cut line were as expected. An oozing was noted on the staple line. At the 6:47 mark a device is introduced with a white reload loaded. The tissue is placed on the jaws at the 6:54 mark. At the 7:14 mark the device is removed and the staple line and cut line were as expected. At the 7:47 mark a device is introduced with a white reload loaded. The tissue is placed on the jaws at the 7:37 mark. At the 8:14 mark the device is removed and the staple line and cut line were as expected. At the 8:37 mark a device is introduced with a white reload loaded. The tissue is placed on the jaws at the 8:38 mark. At the 9:10 mark the device is removed and the staple line and cut line were as expected. At the 12:44 mark an ils device is introduced and at the 12:50 mark the device is introduced inside of hole in the tissue. At the 13:08 the trocar is extended and the trocar pass through of tissue. At the 13:56 mark the trocar is attached to anvil shaft. The trocar is retracted and at the 14:26 the device is removed and the washer appears to be cut as expected. The third video shows at the 0:41 mark a device is introduced with a white reload loaded. The tissue is placed on the jaws at the 0:42 mark. At the 1:13 mark the device is removed and the staple line and cut line were as expected. At the 4:00 mark a slightly oozing was noted along staple line. Based on the videos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.